Manufacturer narrative:
One decapolar, inquiry steerable diagnostic catheter was received for evaluation. The catheter deflection mechanism in the handle operated with no anomalies. Further functional testing could not be done due to the aforementioned damage. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported event of device entrapment remains unknown as it could not be confirmed.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During procedure, the catheter became stuck within the heart anatomy and a snare was used to remove the catheter with no adverse consequences to the patient. During an interventional catheterization procedure, it was decided to perform an av node conduction assessment using the catheter for pacing. It was noted that the catheter became stuck in the fenestration baffle so it had to be cut at the handle and retrieved using a snare. It was claimed that the catheter, right before it got stuck, looked bent under fluoroscopy and it was not possible to undo the curve from the handle as usual. No adverse consequences for the patient after the event.